Manufacturer narrative:
The sample was not returned for evaluation. However based on the events as reported the user failed to hydrate the mesh per the instructions-for-use. If the mesh is not hydrated per the instructions-for-use, portions of the hydrogel can become hydrated by bodily fluids during insertion. When this happens the dry portion of the hydrogel barrier will to stick to the hydrated portion making deployment and placement difficult and causing separation of the hydrogel barrier. This complaint is confirmed as use related. Per the instructions-for-use "the ventralight st mesh with echo ps positioning system should be hydrated for no more than 1 -3 seconds just prior to laparoscopic placement. The ventralight st with echo ps positioning system must be rolled immediately after hydration." A review of the manufacturing records was performed, no manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components use. All process steps were completed per manufacturing and inspection procedures. Product passed all required inspections at both end product and subassembly levels. There was no rework or other manufacturing abnormalities that may have contributed to this complaint. This emdr represents ventralight st w/ echo (device #1), an additional emdr was submitted to represent ventralight st w/ echo (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that during a robotic ventral hernia repair performed on (B)(6) 2018 the surgeon attempted to use a ventralight st w/ echo (device #1). As reported, the mesh was not hydrated, rolled with the sepra (hydrogel) barrier in, polypropylene out and inserted into the 12 mm trocar. As reported, the surgeon attempted to inflate the echo ps and the sepra coating on the mesh was sticking to itself and would not deploy properly. The surgeon then removed the mesh and another ventralight st w/ echo (device #2) was attempted to be used in the same manner. As reported, the surgeon had the same problem occur with the second device. He removed the mesh and requested another ventralight st w/ echo from a different lot and that functioned without issue. As reported, there was no patient harm/injury.